Event description:
It was reported that an atrial lead warning occurred due to low impedance (B)(6) 2009, and that there were 16 low impedance paces. It was also reported that the unipolar impedance was greater than the bipolar impedance, the bipolar impedance was nearing a low impedance value, and that there was a warning of "not able to verify therefore bipolar not tested." The atrial lead is still in use. No patient complications were reported as a result of this event. It was further reported that there was a polarity switch and low impedance on the atrial lead. Decreased impedance was also noted on the rv (right ventricular) lead. The leads were capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.